Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date : unknown.

Event description:
It was reported that 2 bd ultra fine¿ pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter : material no. 320122 and batch no. Unknown it was reported that needle bends at patient .end during injection and needle clogs during injection. Lot #: 7052840 (the lot number does not match the reported material number). Date of event: unknown. Samples: discarded.

Event description:
It was reported that 2 bd ultra fine¿ pen needles 4mm x 32g were unable to deliver insulin/medication. The following information was provided by the initial reporter: material no. 320122 and batch no. Unknown. It was reported that needle bends at patient end during injection and needle clogs during injection. Lot #: 7052840 (the lot number does not match the reported material number). Date of event: unknown. Samples: discarded.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.